Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
A save to disk was sent in and reviewed. A higher than expected power consumption was seen, but the root cause was not able to be determined. Follow up was intensified. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicated that the patient underwent a surgical procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed that it had 1.5 years remaining until explant. A technical services (ts) consultant requested the field representative (fr) send in a save to disk as premature battery depletion was suspected. The fr was going to send in a disk for analysis. There were no reported adverse patient effects. As of today, the device remains in service.